Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarms occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. It was also reported that the customer experienced an elevated blood glucose level of 328 (mg/dl) that was addressed with a correction bolus. Reportedly, the contact stated that the customer may be experiencing strep throat. Contact indicated that the customer will continue to use the pump, and stated that they have insulin injections and another pump available for alternate insulin therapy if needed.